Event description:
At the end of (B)(6) 2019, the therapist noted that the user was not hearing well with the right device. At a previous appointment on the (B)(6) 2019 no problems were reported.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
At the end of (B)(6) 2019 the therapist noted that the user was not hearing well with the right device. At a previous appointment on the (B)(6) 2019 no problems were reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the end of november the therapist noted that the user was not hearing well with the right device. At previous appointment on the 1st october no problems were reported.